Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow up report will be filed. Review of the complaint history indicates similar issues have been reported.

Event description:
MFR received report from customer indicating a leak encountered in the tubing and male connector of this set. Leak was discovered during patient use. No patient injury has been reported at this time.